Event description:
It was reported that during a lap gastrectomy, abdominal air leaked. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: only the sleeve for the b12srt instrument was received. The seal assembly was found to be deformed. The posts on the sleeve housing assembly were cracked. The crown was noted to be broken. Excessive dried body fluids were found throughout the entire device. The instrument was functionally tested for leaks and it failed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.